Manufacturer narrative:
H.6. Investigation summary: a lot number could not be connected to the device identified in the complaint, so bd investigators could not conduct a device history review for this event. Additionally, a sample was not submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. H3 other text : see section h.10

Event description:
It was reported that bd connecta¿ plus stopcock leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no.: 394910 batch no.: unknown. It was reported that blood spilled out of the venous return line that was supposed to be clamped by the stopcock. It was clarified that the stopcock locking ring can slide back and not properly engage the threads on the mating connector. Pt became disconnected from return port of continuous renal replacement therapy (crrt) and was pumping blood into bed. No alarms went off on circuit. Disconnection was noted when blood pressure dropped. Crrt was stopped and lines were clamped. There appeared to be several hundred ml of blood on the bed. Blood pressure stabilized with increased pressors and stopping of crrt. Machine brought to clinical technology for evaluation. Sent log file to manufacturer for review. Verified parameters. Prime and alarms tests - passed. Mock treatment. Triggered venous high pressure to test audible alarm - audible alarm occurred. Machine appears to be working per specifications. According to machine log, the venous pressure was around 90mmhg just prior to the disconnect. Pressure then dropped to around 36 mmhg. Alarm limit was set at 20mmhg. Blood flow rate was 200 ml/min. Blood loss estimate was around 1000 ml. A key factor appears to be the use of the tego port and the 3-way stopcock on the venous return line. The stopcock was a newly introduced model and may be more prone to not locking properly on the threads. The line disconnected where the stopcock was attached to the tego port. Another is the small bore of the stopcock and tego connector provided enough back pressure to prevent the low pressure alarm from triggering.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 27 september, 2019. Medwatch report # (B)(4). Report source other: medwatch report. Device manufacture date: unknown.

Event description:
It was reported that bd connectaâ¿¢ plus stopcock leaked blood. This was discovered during use. The following information was provided by the initial reporter: material no.: 394910 batch no.: unknown. It was reported that blood spilled out of the venous return line that was supposed to be clamped by the stopcock. It was clarified that the stopcock locking ring can slide back and not properly engage the threads on the mating connector. Pt became disconnected from return port of continuous renal replacement therapy (crrt) and was pumping blood into bed. No alarms went off on circuit. Disconnection was noted when blood pressure dropped. Crrt was stopped and lines were clamped. There appeared to be several hundred ml of blood on the bed. Blood pressure stabilized with increased pressors and stopping of crrt. Machine brought to clinical technology for evaluation. Sent log file to manufacturer for review. Verified parameters. Prime and alarms tests - passed. Mock treatment. Triggered venous high pressure to test audible alarm - audible alarm occurred. Machine appears to be working per specifications. According to machine log, the venous pressure was around 90mmhg just prior to the disconnect. Pressure then dropped to around 36 mmhg. Alarm limit was set at 20mmhg. Blood flow rate was 200 ml/min. Blood loss estimate was around 1000 ml. A key factor appears to be the use of the tego port and the 3-way stopcock on the venous return line. The stopcock was a newly introduced model and may be more prone to not locking properly on the threads. The line disconnected where the stopcock was attached to the tego port. Another is the small bore of the stopcock and tego connector provided enough back pressure to prevent the low pressure alarm from triggering.